Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-nov-06. It was reported that the difficulty refilling the pump was related to a problem finding the septum and was not related to the pump itself. The placement of the pump in the thigh led to the thigh pain.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported they planned to send the pump back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump. The indication for use was not provided. It was reported there had been difficulty refilling the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. X-ray guidance was provided as diagnostics/troubleshooting performed. A revision was scheduled to move the pump to the abdomen. Additional information was then received from a rep on 2019-nov-04. It was reported the pump was originally implanted in the thigh, and the patient was experiencing thigh pain unrelated to the function of the device. The device was replaced on (B)(6) 2019 and the new pump was implanted in the abdomen. It was indicated the explanted device would be returned to the manufacturer. It was reported the issue was resolved at the time of the report, (B)(6) 2019. It was noted the pump was fully functional and there were no problems reported with the pump. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. No further complications were reported or anticipated.